Event description:
As reported in the literature publication, gonzález canga c, alonso pastor a, zanabili al-sibbai a, vaquero lorenzo f, álvarez marcos f, alonso pérez m. - aneurysm sac shrinkage after evar can lead to complications: a case report of complete endograft thrombosis due to kinking. The patient developed complete endograft thrombosis with bilateral limb kinking four years post implantation of an incraft endograft. An endovascular repair was performed through bilateral open femoral access, along with angiographic control through left brachial access. Bilateral recanalization was achieved and the endograft was relined with two, 10 x 150mm, non-cordis stents. Both sides were extended with an 11 x 50mm non-cordis stent. Additional information was requested but was unavailable. The device will not be returned for evaluation.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: gonzález canga c (2023), et al. Aneurysm sac shrinkage after evar can lead to complications: a case report of complete endograft thrombosis due to kinking. Complaint conclusion: as reported in the literature publication, gonzález canga c, alonso pastor a, zanabili al-sibbai a, vaquero lorenzo f, álvarez marcos f, alonso pérez m. - aneurysm sac shrinkage after evar can lead to complications: a case report of complete endograft thrombosis due to kinking. The patient developed complete endograft thrombosis with bilateral limb kinking four years post implantation of an incraft endograft. An endovascular repair was performed through bilateral open femoral access, along with angiographic control through left brachial access. Bilateral recanalization was achieved and the endograft was relined with two, 10 x 150mm, non-cordis stents. Both sides were extended with an 11 x 50mm non-cordis stent. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿vascular stent-graft thrombosis¿ and ¿limb prosthesis kinked/twisted¿ could not be confirmed by product analysis as the device was not returned for analysis. However, the events were confirmed as reported by analysis and review of the article provided. The exact cause could not be determined. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use, ¿contraindications the incraft aaa stent-graft system is contraindicated for: patients with a known allergy or intolerance to nickel titanium (nitinol), polyethylene terephthalate (pet), or polytetrafluoroethylene (ptfe). Patients with a known contraindication to undergoing angiography or anticoagulation. Potential adverse events and potential device risks include, but are not limited to: arterial or venous thrombosis; prosthesis occlusion/stenosis; graft twisting or kinking. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature publication, gonzález canga c, alonso pastor a, zanabili al-sibbai a, vaquero lorenzo f, álvarez marcos f, alonso pérez m. - aneurysm sac shrinkage after evar can lead to complications: a case report of complete endograft thrombosis due to kinking. The patient developed complete endograft thrombosis with bilateral limb kinking four years post implantation of an incraft endograft. An endovascular repair was performed through bilateral open femoral access, along with angiographic control through left brachial access. Bilateral recanalization was achieved and the endograft was relined with two, 10 x 150mm, non-cordis stents. Both sides were extended with an 11 x 50mm non-cordis stent. The device will not be returned for evaluation.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: gonzález canga c (2023), et al. Aneurysm sac shrinkage after evar can lead to complications: a case report of complete endograft thrombosis due to kinking. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.